Event description:
It was reported that a spectrum pump experienced an unspecified symptom. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as system error 322) but did not reproduce the reported unspecified system error. The device was operating out of specification. Evaluation found the lower link switch slow to respond, which likely caused the system error. The lower auxiliary assembly (including the link switch) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms. The software was upgraded per the approved remedial action activities and to address potential non-mechanical issues.